Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-50046.

Event description:
Customer reported she had to revert to back up plan because she was unable to get the insulin pump to work. Customer stated she had called a week ago about failed battery test. Customer tried the new battery cap on (B)(6) 2014. Customer's blood glucose was 109 mg/dl. Customer inserted a new battery and alarm reoccurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.